Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/16/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please provide lot number. * was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) * what is the most current patient health status? * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a colpocleisis procedure on (B)(6) 2023 and suture was used. During use on the patient the needle broke in half and was flung from sterile field. Unable to find part of needle on surgical field, drapes or on the floor with a magnet. Called x-ray for pelvic x-ray. This was performed and radiology called shortly after to confirm no foreign body in the patient. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This medwatch report is in response to receipt of a voluntary medwatch reports (B)(4).